Event description:
It was reported that the rail clamp broke and beach chair & patient started falling off the operating room table. Delay more than 30 minutes was reported. No patient injuries were reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the subject device and the reported incident. An analysis of the customer provided images and communications revealed a failed non smith & nephew clamp, which confirmed the complaint event. The t-max beach chair has the following warning statements related to the reported event: 1) failure to comply may result in injury to patient and/or health care worker; 2) table specific t-max square rail clamps must be securely tightened over tips of table specific legs before loading patient; 3) do not use t-max without t-max square rail clamps in place; and 4) do not use other manufacturer¿s rail clamps. T-max square rail clamps have the letter markings of either am, EU, je or de. The complaint investigation found the failure was not related to the smith & nephew device.